Event description:
Subject ID: (B)(6) / clinical study ID: (B)(6). It was reported that a patient experienced a recurrent atrial fibrillation post procedure. Oral medication adjustment of prescript sotalol was required, the case was monitored for 14 days, remains in ongoing status. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.